Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated:b4, d10, g4, h2, h3, h6. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 2 years has found no similar complaints reported with these item 650-0837. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported that a patient underwent an initial right hip athroplasty. Subsequently, a revision procedure was performed due to dislocation when the head was replaced. Antibiotic treatment was also given as staphylococcus epidermis was found in the sampling.

Manufacturer narrative:
(B)(4). Report source, foreign, event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: aura ii total ha left size 3 catalog #: p0125y03 lot #: 655186, medical product: eternity cup plasma ti ha s56 catalog #: p0402p56 lot #: 762577, medical product: biolox delta lnr 36mm 54-56mm catalog #: 650-0795 lot #: 2918214, medical product: cancellous screw dia6.5x25mm catalog #: p0601125 lot #: 495103, medical product: cancellous screw dia6.5x25mm catalog #: p0601125 lot #: 808604. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip athroplasty. Subsequently, a revision procedure was performed due to dislocation when the head was replaced. Antibiotic treatment was also given as staphylococcus epidermis was found in the sampling.